Manufacturer narrative:
The device was received for evaluation. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. Review of the device logs showed there were no excessive fill volumes compared to the clinician programming. The therapy data showed the patient had excessive drain volumes which were over 2,000ml during various drain cycles of therapy. The largest drain volume was 2,859 ml which was greater than the programmed maximum peritoneal volume setting (2400ml). The reported event can occur when the programmed estimated night uf is set too low. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in an iipv situation. As a result, the estimated night uf value should be based on an average of the nightly uf from at least the prior seven consecutive days for a specific program. Review of the most completed therapies showed the patient's average uf was approximately 1,300ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The probable cause of the reported event was false empty detect and use error with initial drain alarm setting inappropriately programmed. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling too full, trouble breathing and abdominal discomfort during fill 1, 2 and 3. The patient reported to renal therapy services (rts) that the device was programmed with a fill volume of 1600ml per cycle; however, the device had been filling with 2000ml for the first three cycles, then 1600ml for the last two cycles. The patient felt relief after draining and then called the registered nurse (rn) who advised them to end the therapy and stated that it should be 1600ml for all five cycles. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.